Manufacturer narrative:
Product event summary: it was reported that the patient experienced critical battery alarm when charged. The battery, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that a cell pair falls below the voltage threshold. Internal inspection revealed a lifted cell weld, causing the voltage to decrease below the voltage threshold. This is an additional observation not related to the reported event. Log file analysis was not conducted since log files were not available. As a result, the reported event cannot be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms, are most often attributed to communication errors between the controller and batteries. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that every time the battery was charging the critical battery alarm came up. It has 142 cycles for charging. The battery was at less than 25% capacity when the event occurred. The battery was removed from service and replaced. No patient complications have been reported as a result of this event.